Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, back pain and headache outcome was unknown. The reporter considered back pain, headache and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ constant sever pelvic pain"), uterine perforation ("perforation (uterine perforation cornu)"), device breakage ("contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only"), embedded device ("contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only") and endometrial ablation ("endometrial ablation") in a 37-year-old female patient who had essure (batch no. 654856) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (three live births on (B)(6) 2000, (B)(6) 2008, (B)(6) 2009.), gestational diabetes in 1999, fever, vomiting, discharge uterine cervix, gestational diabetes in 1999, obesity and morbid obesity. *patient had denies illicit or recreational drugs; tobacco: cigarettes (never smoked)alcohol: patient has no history ofalcohol use. Previously administered products included for birth control: depo provera from 2009 to (B)(6) 2009. Concurrent conditions included sleep apnea, sciatica, gastroesophageal reflux disease, palpitations, vitamin d deficiency, depression, anxiety, nerve damage, carpal tunnel syndrome, vaginal pain, general anesthesia, uterine cramps and menopausal. Family history included diabetes (maternal grandmother: deceased), diabetes (paternal grandmother: deceased), diabetes (maternal grandfather: deceased), diabetes (paternal grandfather:deceased), hypertension (father and mother), hypercholesterolemia (mother, father), thyroid disorder (mother;) and abdominal aneurysm (father). Concomitant products included ibuprofen for uterine cramps as well as fluoxetine hydrochloride (prozac), gabapentin, gabapentin and omeprazole (prilosec). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced bartholin's cyst ("bartholin cyst") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In february 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and arthralgia ("hip pain/ constant severe hip pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implants), surgery (laparoscopic bilateral salpingectomy with removal of the essure implants) and surgery (laparoscopic bilateral salpingectomy with removal of the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device breakage, embedded device, endometrial ablation, back pain, headache, arthralgia, bartholin's cyst, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, back pain, bartholin's cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, headache, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on 2004 to 2009 , patient had used birth control. On (B)(6)2009, patient had performed relevant and diagnostic test for preg, urine beta hcg result was negative for hcg testing. On (B)(6)2014, patient had performed relevant and diagnostic test for us gyn transvaginal result was mildly prominent uterus with no focal fibroids. 2. 2.3 cm simple left adnexal cyst. 3. Endometrial stripe measures 1.7 cms on (B)(6)2016, patient had performed relevant and diagnostic test for surgical pathology report result was fallopian tube, left, salpingectomy: segment of fallopian tube including a benign serous paratubal cyst. Contraceptive coil (received separate from tube - gross diagnosis only). Fallopian tube, right, salpingectomy:- segment of fallopian tube with no diagnostic abnormality. Contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device most recent follow-up information incorporated above includes: on (B)(6) 2018: following company internal coding review, the reported event "contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only" was recoded to the meddra llt: device breakage and llt: device embedded. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ constant sever pelvic pain"), uterine perforation ("perforation (uterine perforation cornu)") and endometrial ablation ("endometrial ablation") in a (B)(6) year-old female patient who had essure (batch no. 654856) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (three live births on (B)(6) 2000, (B)(6) 2008, (B)(6) 2009.), gestational diabetes in 1999, fever, vomiting, discharge uterine cervix, diabetes in 1999, obesity and morbid obesity. *patient had denies illicit or recreational drugs; tobacco: cigarettes (never smoked)alcohol: patient has no history ofalcohol use. Previously administered products included for birth control: depo provera from 2009 to (B)(6) 2009. Concurrent conditions included sleep apnea, sciatica, gastroesophageal reflux disease, palpitations, vitamin d deficiency, depression, anxiety, nerve damage, carpal tunnel syndrome, vaginal pain, general anesthesia, uterine cramps and menopausal. Family history included diabetes (maternal grandmother: deceased), diabetes (paternal grandmother: deceased), diabetes (maternal grandfather: deceased), diabetes (paternal grandfather:deceased), hypertension (father and mother), hypercholesterolemia (mother, father), thyroid disorder (mother;) and abdominal aneurysm (father). Concomitant products included ibuprofen for uterine cramps as well as fluoxetine hydrochloride (prozac), gabapentin, gabapentin and omeprazole (prilosec). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient underwent bartholin's cyst removal ("bartholin cyst") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2014, the patient experienced bartholin's cyst removal ("bartholin cyst") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and arthralgia ("hip pain/ constant severe hip pain"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, endometrial ablation, back pain, headache, arthralgia, bartholin's cyst removal, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, back pain, bartholin's cyst removal, dysmenorrhoea, dyspareunia, endometrial ablation, headache, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion on 2004 to 2009 , patient had used birth control. On (B)(6) 2009, patient had performed relevant and diagnostic test for preg, urine beta hcg result was negative for hcg testing. On (B)(6) 2014, patient had performed relevant and diagnostic test for us gyn transvaginal result was mildly prominent uterus with no focal fibroids. 2.3 cm simple left adnexal cyst. Endometrial stripe measures 1.7 cms on (B)(6) 2016, patient had performed relevant and diagnostic test for surgical pathology report result was fallopian tube, left, salpingectomy: - segment of fallopian tube including abenign serous paratubal cyst. - contraceptive coil (received separate from tube - gross diagnosis only). Fallopian tube, right, salpingectomy:- segment of fallopian tube with no diagnostic abnormality. - contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only). Most recent follow-up information incorporated above includes: on 1-feb-2018: plaintiff fact sheet and medical record received, new reporter, patient demographic information, lab data patient relevant history ,product indication permanent birth control by bilateral occlusion of the fallopian tubes, essure lot number added, concomitant product, new events hip pain/ constant severe hip pain, perforation (uterine perforation cornu, dyspareunia (painful sexual intercourse and dysmenorrhea cramping were added. The events pelvic pain/ constant sever pelvic pain clubbed with previous event. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain/ pelvic pain/ constant sever pelvic pain"), uterine perforation ("perforation (uterine perforation cornu)"), device breakage ("contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only"), embedded device ("contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only") and endometrial ablation ("endometrial ablation") in a 37-year-old female patient who had essure (batch no. 654856-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida (three live births on (B)(6) 2000, (B)(6) 2008, (B)(6) 2009.) Gestational diabetes in 1999, fever, vomiting, discharge uterine cervix, gestational diabetes in 1999, obesity and morbid obesity. *patient had denies illicit or recreational drugs; tobacco: cigarettes (never smoked)alcohol: patient has no history ofalcohol use. Previously administered products included for birth control: depo provera from 2009 to (B)(6) 2009. Concurrent conditions included sleep apnea, sciatica, gastroesophageal reflux disease, palpitations, vitamin d deficiency, depression, anxiety, nerve damage, carpal tunnel syndrome, vaginal pain, general anesthesia, uterine cramps and menopausal. Family history included diabetes (maternal grandmother: deceased), diabetes (paternal grandmother: deceased), diabetes (maternal grandfather: deceased), diabetes (paternal grandfather:deceased), hypertension (father and mother), hypercholesterolemia (mother, father), thyroid disorder (mother;) and abdominal aneurysm (father). Concomitant products included ibuprofen for uterine cramps as well as fluoxetine hydrochloride (prozac), gabapentin, gabapentin and omeprazole (prilosec). In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea cramping"). On (B)(6) 2009, the patient had essure inserted. In 2014, the patient experienced bartholin's cyst ("bartholin cyst") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criterion medically significant) and arthralgia ("hip pain/ constant severe hip pain"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), endometrial ablation (seriousness criterion medically significant), back pain ("back pain") and headache ("headaches"). The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of the essure implants). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine perforation, device breakage, embedded device, endometrial ablation, back pain, headache, arthralgia, bartholin's cyst, dyspareunia and dysmenorrhoea outcome was unknown. The reporter considered arthralgia, back pain, bartholin's cyst, device breakage, dysmenorrhoea, dyspareunia, embedded device, endometrial ablation, headache, pelvic pain and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 44.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. On 2004 to 2009 , patient had used birth control. On (B)(6) 2009, patient had performed relevant and diagnostic test for preg, urine beta hcg result was negative for hcg testing. On (B)(6) 2014, patient had performed relevant and diagnostic test for us gyn transvaginal result was mildly prominent uterus with no focal fibroids. 2. 2.3 cm simple left adnexal cyst. 3. Endometrial stripe measures 1.7 cms. On (B)(6) 2016, patient had performed relevant and diagnostic test for surgical pathology report result was fallopian tube, left, salpingectomy: segment of fallopian tube including abenign serous paratubal cyst. Contraceptive coil (received separate from tube - gross diagnosis only). Fallopian tube, right, salpingectomy:- segment of fallopian tube with no diagnostic abnormality. Contraceptive coil (received one portion separate from tube and a second portion embedded within the tubal lumen - gross diagnosis only). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: device. Reported lot no. Is 654856-invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.